Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Device interrogation revealed loss of capture and sensing of the atrial lead. The lead was programmed off and lead revision was scheduled. On (B)(6) 2019 the patient presented for lead revision. Prior to procedure, the lead was observed to be dislodged and had migrated into the superior vena cava. The lead was explanted and replaced. Physician explained that because the suture sleeve was not anchored close to the fascia where the lead exited the vein, that gap could have cased the lead to be unstable and migrate. Physician does not suspect malfunction of the lead. Patient was stable post procedure.